Event description:
It was reported that the ambicor penile prosthesis device was explanted because it failed to stay inflated. It was found that there was a leak in the cylinder. A new 18cm x 12mm inflatable penile prosthesis with 100ml reservoir was implanted with good results.